Event description:
It was reported that while attempting to deploy a stent in the lad, the delivery system would not cross the lesion. The stent was lost in the left main. The pt was sent to surgery, where it was reported by the surgeon that the stent was "snagged on calcium". Reportedly the pt tolerated the surgery well.